Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, multiple temperature alarms occurred while the battery was charging. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was between 97-105 mg/dl.